Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 57.5, catalog # 183022, lot # unknown; vgd cruc ret tib brg 13x63/67, catalog # 183423, lot # unknown; biomet cc I-beam tray 63mm, catalog # 141221, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient had hematoma on her brain and fractured patella prosthesis due to fall.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.